Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Evaluation summary: one opened 25 ga trocar hub/cannula assemblies was received. The returned sample was visually inspected using 15x - 20x magnification and found to be nonconforming with damage to the septum. For this complaint file, the final customer lot was identified. For this final lot, seven 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the 25 ga valve entry lots was conducted. According to the reviews no anomalies were found. The product was released in accordance with all product acceptance criteria. How the trocar became damaged cannot be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event.

Manufacturer narrative:
A sample has been received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported leaking valved trocars during a vitrectomy surgery. The event was observed after application of the trocars in patient eye. No patient harm confirmed. The surgery was completed with use of this leaking cannulas. Additional information has been requested.